Manufacturer narrative:
The reported meter was returned and investigated. The meter did not power on with strip insertion or with button depression. The meter was sent for further investigation and de-cased. Upon visual inspection, contamination caused by liquid ingress was observed on the pcb (printed circuit board). The complaint is not confirmed due to a use issue. No further investigation is required.

Event description:
Caller reported the customer was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. It was further reported that on (B)(6)2019 , customer was at school and experienced symptoms described as weakness, sweating, seizure, and dizziness, and was self-treated with coca-cola provided by teachers. Customer was seen at a hospital and was further treated with glucose via injection and unspecified "liquids". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. It was further reported that on (B)(6) 2019, customer was at school and experienced symptoms described as weakness, sweating, seizure, and dizziness, and was self-treated with (B)(6) provided by teachers. Customer was seen at a hospital and was further treated with glucose via injection and unspecified "liquids". There was no report of death or permanent impairment associated with this event.